Event description:
Fixture removal surgery due to pain and concern for infection. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Fixture removal surgery due to pain and concern for infection. Pain with and without loading was reported as clinical signs. The procedure took place on (B)(6) 2024.